Event description:
During a post dilitation of an implanted stent at the right external iliac and the right superficial femoral artery, the balloon was reported to have ruptured. The vessel was described as having moderate calcification, no tortuosity and a 90% stenosis. The balloon was inflated using an indeflator; however, the balloon ruptured at 3 atmospheres. Therefore, it was withdrawn out of the pt's body, and another balloon was used to successfully complete the procedure. The product was prepared and clinically used as per the IFU. There was no reported pt injury. The product was not available for analysis. Manufacturing records for the lot involved, including subassemblies, were reviewed and results indicate that product met quality requirements for product acceptance. The balloon burst pressure tests were found to be pass. With the limited amount of info available and without the return of the product or films of the procedure, it is not possible to determine the relationship between the device and the event. However, vessel characteristics may have had an impact.